Event description:
A remstar plus device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation inside the blower kit and error code(s) 63 and 66 were present. There was no reportable product malfunctions reported in the evaluation. The device has been scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.